Event description:
It was reported that the device displayed new sensor during a sensor session. The complaint states that [description of issue] was reported. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).